Event description:
It was reported that the local area representative wanted to review the loss of captured on the left ventricular (lv) lead observed during the left ventricular automatic threshold (lvat) testing. The patient was very symptomatic. Additionally, it was noted that there was oversensing with beats falling into the left ventricular protection period (lvpp) and pacing inhibition was also noted. The lv vector was reprogrammed. This lv lead remains in service, and there were no additional adverse patient effects reported.